Event description:
The device was applied during a laparoscopic salpingectomy procedure. The safety shield would not retract to penetrate tissue. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.